Manufacturer narrative:
The customer complaint of premature discharge of battery was confirmed. The device was received with battery level at eol and high current drain detected from hybrid circuitry during initial testing. Analysis of device image indicated high battery current measurements recorded as well as eri and eol alerts being triggered due battery depletion. The device was cut open to perform further testing with a new battery installed. Functional testing of the device did not find any anomalies or excessive current drain after battery was disconnected and new battery reattached. This condition is consistent with a latch-up condition on the hybrid circuitry. Despite efforts the high current condition could not be reproduced. The device was implanted for 2.56 years and projected longevity is 6.90 years, based on field settings, longevity was below projection.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a premature eri alert was received. Technical support was contacted and premature battery depletion is suspected. The event will be resolved by explanting and replacing the device. The patient experienced no consequences.